Manufacturer narrative:
The customer contacted a siemens customer care centre (ccc). Quality controls were within acceptable range. The ccc specialist remotely checked the instrument health report and found that aliquot probe was not functioning properly. The ccc specialist also found sample detect and aspiration errors, although the errors were not from the day of the event occurrence. Upon the ccc specialist's recommendation, the customer cleaned the aliquot probe tip, drain and housing. The customer auto-aligned the reagent 1, reagent 5, sample 1, and sample 3 probes. The customer ran quality controls, which were acceptable. The cause of the discordant, falsely low glu result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.